Event description:
Boston scientific received information that the patient with this right ventricular (rv) and right atrial (ra) leads experienced a loss of consciousness and hit his head. The patient underwent a CT scan and a hematoma was noted but no brain damage. The patient was then sent to the hemodynamic room and it was discovered that both the ra and rv leads were fractured. A revision was performed and both the ra and rv leads were explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Both leads are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection found dried body fluid throughout the entire lead lumen. The conductor coils were stretched in two locations: 224-231 and 552-566 mm from the lead's terminal pin. In addition, the lead was twisted approximately 487-566 mm from the terminal pin. An x-ray was taken and revealed that the conductor was fractured. Laboratory analysis was able to confirm the clinical observations. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.